Event description:
Information received indicates the manual CPR release is not working, but the head section can be lowered using the siderail controls.

Manufacturer narrative:
The technician isolated the issue to the CPR release valve. He replaced the CPR release valve to repair the bed.